Event description:
This report pertains to one of two axios stent and electrocautery enhanced delivery system devices used in the same patient. Refer to manufacturer report 3005099803-2025-04986 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate pancreatic pseudocyst drainage in a mature collection larger than 8 cm, located adjacent to the proximal stomach during a procedure performed on (B)(6) 2025. During the procedure, an issue occurred while deploying the proximal flange of the stent from the scope, despite all prior steps having been completed routinely. The physician attempted a right turn and pushed the black movement hub forward to help eject the stent from the scope. Although the stent was not visible on the endoscopic image, it was seen on eus, but during this process, the stent was inadvertently pulled out of the collection. The physician decided to abort the case. The device remains implanted in the patient. It was reported that the patient remained stable following the procedure, and no complications have been reported as a result of the issue at this time. The issue is ongoing.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of cancelled procedure imdrf device code a1502 captures the reportable event of stent positioning issue.